Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, after a thr performed on (B)(6) 2011, the patient experienced pain and elevated cobalt and chromium levels. This adverse event was solved by conversion of bhr to bdmh on (B)(6) 2022. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference number: (B)(4) section d4 was corrected.

Manufacturer narrative:
It was reported that a hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. As no device batch numbers were provided for investigation for the acetabular cup and the femoral head, a manufacturing record review, device labelling / IFU, historic escalation actions review could not be performed. If more information is received, this investigation will be reopened. Without definitive part/lot numbers a complete complaint history review cannot be performed for the acetabular cup. A review of historical complaints data was performed for the femoral head using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints have been identified for the part number and the reported failure mode, and this failure will continue to be monitored. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. There were no medical records available to be reviewed. Based on the reported symptoms it cannot be concluded that the events/clinical reactions pain and elevated cobalt and chromium levels were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Based on the information provided we cannot confirm or further investigate the reported complaint, our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement. If additional information becomes available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Section b5 and e1 were updated according to the new information received. Internal complaint reference number: (B)(4).

Event description:
It was reported that, after a thr performed on (B)(6) 2011, the patient experienced pain and elevated cobalt and chromium levels. This adverse event was solved by conversion of bhr to bdmh on (B)(6) 2022. Current health status of patient is ok.